Manufacturer narrative:
H6: investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ 30 g has rust on the needle prior to use. The following information was provided by the initial reporter: brand new in package, 30g needle place in 1ml syringe, rust like material is covering the tip of the needle.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd precisionglide¿ 30 g has rust on the needle prior to use. The following information was provided by the initial reporter: brand new in package, 30g needle place in 1ml syringe, rust like material is covering the tip of the needle.